Event description:
Pt has revision of an old (>10year) total knee replacement on 3/19/97. Now he presents with history of clunking, giving way, and swelling but no pain. Md exam revealed an obvious patellar clunk. Pt underwent revision on 4/10/98.